Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dislocation of the left hip. Surgeon explanted pinnacle cup, liner and stem revising with competitive mdm. Doi: (B)(6) 2020; dor: (B)(6) 2020; left hip.

Manufacturer narrative:
Product complaint # (B)(4).